Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample (patient = 0.091 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. The higher than expected tropi es patient result was not reported from the laboratory as the sample was repeated, for an unknown reason, prior to reporting. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostic system. Service actions were performed however, there was no objective evidence that the vitros eciq analyzer was not operating as expected at the time of the event. Sample processing details were not provided therefore the investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing or a tropi es reagent issue cannot be ruled out as potential contributing factors.